Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs2658 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient was admitted to the oncology department of our hospital due to "malignant tumor of the descending colon". At 9:30 on (B)(6) 2022, the patient was given the right superior cubital vein puncture with the peripherally intubated central venous catheter kit and accessories as instructed by the doctor after successful puncture, the doctor saw that the front end of the sheath was separated when the sheath was implanted. After communicating with the patient, the peripherally intubated central venous catheter kit and accessories were immediately replaced to complete the right superior cubital vein puncture and catheterization, which did not cause harm to the patient.